Event description:
It was reported during defibrillation threshold testing radio frequency telemetry was lost and upon reinterrogation the device was found to be in backup state. The device was restored through engineering test page and remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.